Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1 submitted 11/07/2016: a review of the complaint record indicated this complaint was received by animas on 10/10/16, not 10/13/16 as previously reported.

Manufacturer narrative:
Follow-up #2: date of submission 01/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: there was a call service (cs 064) alarm observed in the alarm history. The pump powered on properly with no alarms. A rewind, load and prime sequence was successfully performed. The pump was exercised for 24 hours with no call service alarms emitted. The pump was opened and no defects were found. Unrelated to the original complaint, the battery compartment was cracked.